Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards. System operates as intended. (B) (4).

Event description:
The customer reported the displayed images are white. No patient injury was reported.